Manufacturer narrative:
Final analysis of the pump found it passed all non-destructive testing. There was no significant anomaly in the logs except for a motor stall recovery. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall that preceded the recovery. After doing destructive analysis, nothing significant was found that may have caused the motor stall. Conclusion - no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the total device was explanted prophylactically due to "infection". Additional information received later indicated that patient had symptoms of drainage and incision wound opening. Onset of infection was indicated to be on (B)(6) 2012. A culture from the device pocket and lumbar region indicated yeast infection. Drugs delivered via the device were sufenta and bupivacaine. Patient was last refilled on (B)(6) 2012. Patient was on oral pain medications and didn't have any drug withdrawal symptoms; patient outcome was noted as resolved.

Manufacturer narrative:
Catheter model: 8703w, lot# l57743, implanted: 1999 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.